Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump alarmed due to a faulty component on the remote frequency board. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed the same error, every day, at ten o'clock in the morning. The customers' blood glucose was 133 mg/dl. The customer declined troubleshooting and wanted the device to be replaced. Nothing further was reported.